Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges when attempting to load a new cartridge onto the pump. Reportedly, the customer was able to resolve the issue by loading a second new cartridge onto the pump and resuming insulin delivery. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump until the replacement pump arrives.